Event description:
It was reported during the device changeout, the atrial lead impedance was found to be high in both unipolar and bipolar. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.